Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of had a rainbow image when plugged in was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image based on the results of the investigation, the most probable cause of the complaint is fluid invasion on connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had a rainbow image when plugged in. The issue occurred during inspection for use. There were no reports of patient harm.